Event description:
The following is based off a review of the pt's medical records and pt's legal fact sheet provided to davol by the pt's atty: on (B)(6) 2008 - the pt underwent transvaginal cystocele repair for pelvic organ prolapse and stress urinary incontinence with a bard/davol flat mesh and implant of a non-davol/non-bard sling and cystoscopy procedure. On (B)(6) 2009 - the pt was diagnosed with vaginal mesh exposure after prior prolapse procedure with mesh, recurrent vaginal prolapse and underwent exploration of the anterior vaginal wall, removal of vaginal mesh transvaginally, repair of anterior vaginal wall and cystoscopy with eval of ureteral patency. Subsequent to the explant procedure, the pt continued to have symptomatic posterior vaginal prolapse with mixed urinary incontinence.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The pt was implanted with multiple mush products. The medical records indicate the pt was treated for mesh extrusion. Mesh extrusion is listed as a possible adverse reaction in the instructions-for-use. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.